Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and could not determine the cause of the event. He then cleaned and decontaminated the ion-selective electrode (ise) system and replaced the ise sipper tubing. He also checked and adjusted the vacuum nozzle and ise sipper, replaced the vacuum diaphragm pump, checked the mechanical and fluidic systems, and performed ise checks. He verified the module's performance by precision checks with acceptable results. The customer performed calibrations and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k, and ci for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated they also received ion-selective electrode (ise) voltage alarms before the event. The initial results from the module's ion-selective electrode (ise) 2 were flagged in the cobas infinity prompting the rerun of the patient samples in the module's ise-1; most of the results were not reported outside of the laboratory but they had to issue two corrected ise results. The reporter was able to provide one patient sample with discrepant results: the initial na result from the analyzer's ise-2 was 120 mmol/l. The repeat result from the analyzer's ise-1 was 141 mmol/l. The initial k result from the analyzer's ise-2 was 3.5 mmol/l. The repeat result from the analyzer's ise-1 was 4.0 mmol/l. The initial cl result from the analyzer's ise-2 was 126 mmol/l. The repeat result from the analyzer's ise-1 was 103 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch field d4 catalog number, d4 UDI number, and g4 510k were updated. The investigation reviewed the last na, k, and cl calibrations performed on 21-mar-2024 and the results were within specifications. The investigation reviewed the qc recovery. The qc recovery was within -2 standard deviations (sd). There was no indication of a performance issue with the reagent or module. The investigation reviewed the alarm trace and it showed an abnormal sample aspiration alarm on (B)(6) 2024. This is possibly an indication of possible poor sample quality or issues with sample handling. After service, no further issues were reported by the customer. The investigation determined the service actions verified the module's performance and the issue was resolved.